Manufacturer narrative:
(B)(4). Reporter's causality assessment: possible.

Event description:
Aventis case ID: (B)(4). Initial report: this non-serious spontaneous case report from (B)(6) was reported by a physician via a sales representative, and forwarded by our local affiliate (B)(4). This case is associated with case (B)(4) by reporter. This case involves a female patient (age nos) who received poly-l-lactic acid therapy on an unknown date. Relevant medical history and concomitant medication information was not mentioned. On an unknown date, granulomas appeared. No further details were available. Event outcome is unknown.